Event description:
A customer observed pt sample results associated with the wrong pt demographics for a sample on the vitros 950 analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action. The incorrect results were not reported. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographic data are retained by the analyzer in a "pending" state. Reusing the sample ID on a different sample without completion of the original request will cause the original info to be carried forward. User error is the root cause of this event.